Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of device history records found no anomaly during the manufacturing process. This device is used for treatment. Root cause was due to patient experiencing outside trauma from a car accident. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
Concomitant product(s): - vanguard cruciate retaining bearing catalog 183546 lot 722650; biomet tibial tray catalog 141513 lot 048510. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2015-03725 / 1825034-2015-03726 / 1825034-2016-05328 / 1825034-2016-05329).

Event description:
Patient underwent a left knee revision procedure approximately two years post implantation due to loosening caused by trauma experienced by the patient. The bearing, femoral, and tibial components were removed and replaced; the femoral component was revised because the surgeon noticed it was 12 degrees valgus and he preferred it to be 5.